Event description:
Boston scientific received information that the patient implanted with this device received a shock. The patient was presented in the clinic and upon interrogation, it was observed the episode noted the patient to be in atrial flutter. The arrhythmia was detected in the monitor only (mo) vt-1 zone, then escalating to vt and received the shock. Following the shock, noise was observed on all three lead channels, then dissipating after approximately five seconds. The non-bsc right atrial (ra) lead displayed a pacing impedance increased from 450 ohms to 1,600 ohms and then finally greater than 2,000 ohms. The device was reprogrammed to vvir. The patient noted concerns of a racing heart and the medical professions discussed possible atrial fibrillation (af) with rvr. The patient was to be evaluated in the vvir mode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that noise was observed on the non-bsc ra lead. A lead revision procedure on the non-bsc lead was performed. During the procedure, the physician elected to explant the device, as it was implanted sub-pectorally. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.